Event description:
Reporter alleged erratic blood glucose readings and reported glucose read 400 mg/dl back to back with a result of 60 mg/dl when testing was performed within 5 minutes of each other. It was stated a result of "hi" was taken back to back with a result of 180 mg/dl when testing was performed within 6 minutes of each other. Any actions that were taken or treatment potentially received by the customer were not provided. A request was made for the return of the suspect device and replacement product was sent.